Manufacturer narrative:
(B)(4).

Event description:
It was reported that a implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. The device system was explanted. There were no additional adverse effects reported. Device is unable to be returned, and new device system has not yet been implanted.